Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a post implant chest x-ray revealed a small left apical pneumothorax. A chest x-ray the following day showed that the pneumothorax had increased in size. A chest tube was placed and the pneumothorax resolved. The leads remain in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.